Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) remains implanted in the patient but was turned off. A new competitor device and lead were successfully placed. Additional information was received indicating that this device was programmed off as it was reported to be damaged. Attempts to obtain additional information from the field representative were unsuccessful. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.